Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective) was confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components 0102 and 0105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the power supply unit was defective. The root cause of the defective power supply unit cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery would not charge or power up a test monitor. The cause for the failure was a partially blown fuse. The root cause for the partially blown fuse could not be positively identified. Device evaluations of battery packs sn (B)(4) and (B)(4) are currently underway. The reported problem (won't power up monitor) was confirmed. Upon evaluation, the batteries would not charge or power on a monitor. A root cause investigation is currently underway. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation of monitor and battery packs. No adverse event resulted from the defective memory, power supply unit, battery packs, or monitor. The patient received a replacement charger/modem, two battery packs, and monitor. Device manufacture date: sn (B)(4): 09/2011 sn (B)(4): 10/2009 sn (B)(4): 11/2011 sn (B)(4): 11/2011 sn (B)(4): 08/2011.

Event description:
A (B)(6) year old male patient's nurse contacted zoll customer support to report that the patient's batteries would not power up the monitor and the charger was "giving them problems". The patient was issued a replacement charger/modem, battery pack, and monitor.

Manufacturer narrative:
Additional information - 07/11/2012. Device evaluation of monitor sn (B)(4) was completed. The power-up failure was caused by a defective c10 capacitor and damaged traces on the c/a board. The root cause for the damaged capacitor and traces could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective) was confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and 0105) on the c/a board. An (B)(4) /2012 ind# n/a distributor intermittent connection was discovered at pin a23 of the intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the power supply unit was defective. The root cause of the defective power supply unit cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery would not charge or power up a test monitor. The cause for the failure was a partially blown fuse. The root cause for the partially blown fuse could not be positively identified. Device evaluations of battery packs sn (B)(4) and (B)(4) are currently underway. The reported problem (won't power up monitor) was confirmed. Upon evaluation, the batteries would not charge or power on a monitor. A root cause investigation is currently underway. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation of monitor and battery packs. No adverse event resulted from the defective memory, power supply unit, battery packs, or monitor. The patient received a replacement charger/modem, two battery packs, and monitor.

Event description:
A (B)(6) year old male patient 's nurse contacted zoll customer support to report that the patient's batteries would not power up the monitor and the charger was "giving them problems". The patient was issued a replacement charger/modem, battery pack, and monitor.

Manufacturer narrative:
Follow-up: additional information - (B)(4) 2012. Device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery would not charge or power on a monitor. Supplier investigation revealed a blown fuse of the battery pack. The blown fuse prevented the battery pack from powering on a monitor. The root cause for the blown fuse could not be positively identified. Additional information - (B)(4) 2012 device evaluation of monitor sn (B)(4) was completed. The power-up failure was caused by a defective c10 capacitor and damaged traces on the c/a board. The root cause for the damaged capacitor and traces could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective) was confirmed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the power supply unit was defective. The root cause of the defective power supply unit cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery would not charge or power up a test monitor. The cause for the failure was a partially blown fuse. The root cause for the partially blown fuse could not be positively identified. Device evaluations of battery packs sn (B)(4) and (B)(4) are currently underway. The reported problem (won't power up monitor) was confirmed. Upon evaluation, the batteries would not charge or power on a monitor. A root cause investigation is currently underway. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. A root cause analysis is currently underway. *continued in other remarks. A supplemental report will be sent upon completion of evaluation of monitor and battery packs. No adverse event resulted from the defective memory, power supply unit, battery packs, or monitor. The patient received a replacement charger/modem, two battery packs, and monitor. Device manufacture date sn (B)(4): 08/2011.

Event description:
A (B)(6) year old male patient' s nurse contacted zoll customer support to report that the patient's batteries would not power up the monitor and the charger was "giving them problems". The patient was issued a replacement charger/modem, battery pack, and monitor.

Manufacturer narrative:
Follow-up: additional information - (B)(4) 2013. Device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery would not charge or power on a monitor. Supplier investigation revealed a blown fuse of the battery pack. The blown fuse prevented the battery pack from powering on a monitor. The root cause for the blown fuse could not be positively identified. Follow-up: additional information - (B)(4) 2012. Device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery would not charge or power on a monitor. Supplier investigation revealed a blown fuse of the battery pack. The blown fuse prevented the battery pack from powering on a monitor. The root cause for the blown fuse could not be positively identified. Follow-up: additional information - (B)(4) 2012. Device evaluation of monitor sn (B)(4) was completed. The power-up failure was caused by a defective c10 capacitor and damaged traces on the c/a board. The root cause for the damaged capacitor and traces could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Device manufacture date: sn (B)(4).

Event description:
A (B)(6) year old male patient 's nurse contacted zoll customer support to report that the patient s batteries would not power up the monitor and the charger was 'giving them problems'. The patient was issued a replacement charger/modem, battery pack, and monitor.